Manufacturer narrative:
Correction: h.6.

Event description:
A peritoneal dialysis (pd) nurse reported that there was a fluid leak associated with a pd patient's pd treatment. Draining slowly message occurred in drain 1 of 3. The message occurred eleven times. Fluid was discovered in the pump module area. Fluid was discovered on the external of the cassette. Fluid leaked from the valve and both pumps - according to the nurse the solution was pouring from inside the cassette door - maybe one cup or less. There were notice: draining slowly messages prior to leak. The nurse had already discarded the tubing set being used. The cycler is available to return for investigation. In a follow up, the pd nurse verified the fluid leak event and said there was no harm, intervention or adverse event associated with the leak. The patient was put on prophylactic antibiotics as a precautionary treatment. The patient has resumed training with no further issues. The cycler set is not available to return.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) nurse reported that there was a fluid leak associated with a pd patient's pd treatment. Draining slowly message occurred in drain 1 of 3. The message occurred eleven times. Fluid was discovered in the pump module area. Fluid was discovered on the external of the cassette. Fluid leaked from the valve and both pumps - according to the nurse the solution was pouring from inside the cassette door - maybe one cup or less. There were notice: draining slowly messages prior to leak. The nurse had already discarded the tubing set being used. The cycler is available to return for investigation. In a follow up, the pd nurse verified the fluid leak event and said there was no harm, intervention or adverse event associated with the leak. The patient was put on prophylactic antibiotics as a precautionary treatment. The patient has resumed training with no further issues. The cycler set is not available to return.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) nurse reported that there was a fluid leak associated with a pd patient's pd treatment. Draining slowly message occurred in drain 1 of 3. The message occurred eleven times. Fluid was discovered in the pump module area. Fluid was discovered on the external of the cassette. Fluid leaked from the valve and both pumps - according to the nurse the solution was pouring from inside the cassette door - maybe one cup or less. There were notice: draining slowly messages prior to leak. The nurse had already discarded the tubing set being used. The cycler is available to return for investigation. In a follow up, the pd nurse verified the fluid leak event and said there was no harm, intervention or adverse event associated with the leak. The patient was put on prophylactic antibiotics as a precautionary treatment. The patient has resumed training with no further issues. The cycler set is not available to return.